Event description:
It was reported that a patient presented at the hospital with an infection. The physician explanted the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found.